Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (10.0mg/ml, 2.804mg/day) clonidine (385.0mcg/ml, 107.94mcg/day), unknown baclofen (535.0mcg/ml, 150.0mcg/day), and marcaine (22.5mg/ml, 6.308mg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A critical alarm occurred on (B)(6) 2017. Interrogation of the pump indicated a motor stall with no recorded recovery. A provided screenshot of interrogation with the clinician programmer confirmed the motor stall message received. No patient symptoms were reported. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2017. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. The pump would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare professional) indicated there was no in formation regarding patient symptoms. Pump logs were unavailable.